Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the distal section and could not be resheathed in the phenom 27 catheter. After accessing the aneurysm distally, pipeline opening maneuvers were performed, but due to a very acute angle the device was not fully apposed distally. After 2 attempts (not fully opened until no return point), on the second resheathing the phenom 27 microcatheter was unable to resheath the pipeline and the entire system was removed and stored. It was stuck in the distal section of the catheter. The catheter was flushed as indicated in the instructions for use (IFU). The physician released the load in the system in an attempt to resolve the issue. The issue did not resolve. The catheter and pushwire were not damaged. The devices were prepared as indicated in the (IFU). The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery. The max diameter was 15mm and the neck diameter was 4.5mm. The distal landing zone was 3mm and the proximal landing zone was 5mm. The vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic result post procedure was excellent. No patient symptoms or complications were reported.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) document used: dwgsfg15xxx-yyyy-zz rev. F as found condition (condition of returned device): a pipeline vantage embolization system and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened pipeline vantage embolization system outer carton and within an opened pipeline vantage embolization system. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline vantage embolization device instructions for use (IFU): ¿the pipeline vantage device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline vantage embolization system. The pipeline vantage system was returned within the phenom-27 catheter. The proximal end of pipeline pushwire was found extending ~40.4cm from phenom hub and pipeline braid was found to be extending ~2.4cm from distal tip. The pipeline was then removed from the catheter by being pushed out distal tip for further analysis. (Pli-10) the pipeline vantage pushwire was found to be bent at ~31.1cm from proximal end. The hypotube was found to be stretched with ptfe intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. The silicone disks were found to be damaged. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. Proximal braid end was found to be opened and frayed. Distal braid end was found to be opened and appeared to be in good condition. No other anomalies were observed. (Pli-20) no flash or voids molded were observed with the hub. The catheter body was found to be accordioned at ~2.4cm from distal tip. No damages or irregularities were found with the distal tip and marker band. The catheter total length was measured and found to be ~157.4cm (reference: 156.5cm) and the usable length was found to be ~150.9cm which is within specification (150cm ± 5cm). Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was unable to be confirmed as pipeline braid was found to be open. Possible cause for ¿failure to open¿ is the result of re-sheathing the device more than two times. Based on the returned device, the customer report of ¿resistance during re-sheathing¿ and ¿catheter resistance¿ were unable to be confirmed. In addition, during removal of pipeline vantage system from phenom-27 catheter resistance was not encountered. Possible contributors for of ¿resistance during re-sheathing¿ and ¿catheter resistance¿ are patient vessel tortuosity, ped/delivery system damage, catheter damage, user does not maintain continuous flush, resistance during delivery/retrieval, and user re-sheaths more than two times. Customer reported that patient vessel tortuosity as. It is likely vessel tortuosity and damage (accordioned) to the catheter body contributed to the reported events; however, root cause could not be determined. (Reyesr32 2023-01-31) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the middle section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.